Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was making a noise with no reason. The customer reported that there was no open or closes circle. The customer reported that there were no alarms in the alarm history. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test and self test. The insulin pump was monitored for 24 hours and no unexpected sound or noise noted during our testing. No cosmetic damage noted.